Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sub total gastrectomy procedure, after the second firing the device handle display disappeared and the device became inoperative. To resolve the issue, the surgeon used manual stapler. It was noted that the device heated up to 50-60 degree after the display disappeared. The surgical time was extended by less than 30 min. There was no patient injury.